Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in upper trachea to treat a malignant tumor during a tracheal stent placement under bronchoscope procedure performed on (B)(6) 2025. During the procedure, the stent did not fully deploy after pulling the black deployment suture. The procedure was completed with another of the same device. No patient complications were reported as a result of this event and the patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter's address, city, province, phone number and email address have been corrected. Initial reporter's address 1: (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex tracheobronchial stent was received for analysis; the delivery system was not returned. Visual inspection was performed, and stent was found unraveled. No other issues were noted with the device. Product analysis could not confirm the reported event of partial stent deployment. The stent was returned fully deployed, without the delivery system. The investigation concluded that the observed stent damage was most likely caused by procedural factors such as lesion characteristics, device handling, or the technique used by the physician (e.g., force applied). However, there is no objective evidence to confirm the reported event. Therefore, no problem detected is selected as the most probable root cause.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in upper trachea to treat a malignant tumor during a tracheal stent placement under bronchoscope procedure performed on (B)(6) 2025. During the procedure, the stent did not fully deploy after pulling the black deployment suture. The procedure was completed with another of the same device. No patient complications were reported as a result of this event and the patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in upper trachea to treat a malignant tumor during a tracheal stent placement under bronchoscope procedure performed on (B)(6) 2025. During the procedure, the stent did not fully deploy after pulling the black deployment suture. The procedure was completed with another of the same device. No patient complications were reported as a result of this event and the patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 initial reporter's address and phone number have been corrected. Block e1: the initial reporter address (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.